Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with ise potassium (k) assay on a cobas 6000 c501 analyzer when compared to a poc instrument. Sample 1: initial result: 3.1 mmol/l. Rerun result: 3.8 mmol/l (tested on poc). Sample 2: initial result: 7.46 mmol/l 1st rerun result: 3.1 mmol/l (tested on poc) 2nd rerun result: 3.7 mmol/l (tested on poc). The customer issued a corrected report with the 2nd rerun result of 3.7 mmol/l.

Manufacturer narrative:
The cobas 6000 c501 analyzer serial number was (B)(6). Qc was performed and it was acceptable. Calibration and qc failed after running the patients' samples. The customer replaced the electrode on (B)(6) 2023. The field service engineer (fse) performed ise check and it was within specifications. The investigation determined that the root cause of the event was a damaged electrode. The service actions done by the fse resolved the issue. No further issues were reported afterwards.